Event description:
It was reported that a patient implanted with an inflatable penile prosthesis (ipp) presented with a nonfunctional device two weeks after being instructed by the physician to begin using it. The bulb used to inflate the device would collapse but was unable to refill as expected. A physician appointment was scheduled, during which the physician confirmed that the device was non working. The physician suggested that surgical replacement would be necessary. Physician suspected from a leak in the device. No additional information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. This report is report is being submitted to correct the aware date field (g3) in section g, manufacturer report information.

Event description:
It was reported that a patient implanted with an inflatable penile prosthesis (ipp) presented with a nonfunctional device two weeks after being instructed by the physician to begin using it. The bulb used to inflate the device would collapse but was unable to refill as expected. A physician appointment was scheduled, during which the physician confirmed that the device was non working. The physician suggested that surgical replacement would be necessary. Physician suspected from a leak in the device. No additional information was provided.

Event description:
It was reported that a patient implanted with an inflatable penile prosthesis (ipp) presented with a nonfunctional device two weeks after being instructed by the physician to begin using it. The bulb used to inflate the device would collapse but was unable to refill as expected. A physician appointment was scheduled, during which the physician confirmed that the device was non working and suspected from a leak in the device. A replacement surgery was performed in which physician explanted the device and replaced with a coloplast titan prosthesis. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.